Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer thought that the bolus had not delivered and delivered an additional bolus request, and experienced a blood glucose (bg) level of 67 mg/dl. The customer consumed carbohydrates to address bg level. During a follow-up call, the customer reported bg level increased to target range of 120 mg/dl, and verified that the pump was functioning as intended.